Event description:
Additional information later received reported that it was not known if there were any symptoms related to the event. Eos occurred, normally. There was no troubleshooting or other actions taken to resolve the event. The hcp tried to contact the patient¿s son to get the patient in earlier, the patient lives in ecf (extended care facility). The patient recovered without permanent impairment.

Event description:
They were weaning the patient off of the intrathecal baclofen and switching to preservative free normal saline. They noted the eri (elective replacement indicator) had occurred, but were confused as the eos (end of service) had already occurred on (B)(6) 2014. The device system was delivering gablofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).